Event description:
The physician attempted arteriotomy closure with the closer s 6fr device following a diagnostic procedure. It was reported the physician was having difficulty inserting the device and encountered "some resistance". A sheathogram confirmed the arterial access was below the bifurcation and in the superficial femoral artery which showed no evidence of "any problems". The measured vessel size by quantitative coronary analysis was 3.8mm. It was reported the physician continued to manipulate the device until it suddenly "popped" into the artery and "pulsatile flow" was noted. The foot was deployed without difficulty. When the needles were deployed and then retracted, the sutures were not retrieved. The foot was then parked and it was reported the device could not be removed. The pt was taken to surgery for device removal and repair of the superficial femoral artery. It was reported the pt was "expected to recover completely". There is no report of further adverse pt sequelae.